Manufacturer narrative:
Multiple attempts to contact the dealer have been made to obtain more info in regards to this incident. Medical is made aware of additional info, a supplemental report will be filed. It appears that the wheelchair and/or parts involved in this incident are not being returned to sunrise medical (us) llc. We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If and when more info can be obtained from that investigation, a follow up report will be filed.

Event description:
An adverse event was reported to sunrise medical on (B)(6) 201,3 involving a quickie q7 wheelchair. It was reported that the end user was at school in her wheelchair when she fell down some stairs. The end user sustained a fracture to her skull.